Manufacturer narrative:
(B)(4). D10: item # 47494500903, semi-tubular plate 9 holes 151 mm length, lot # unknown. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a study database that a patient experienced prominent screw pain and swelling with a causal relationship assessed to the device. The relationship was further characterized as possibly related to the procedure and not related to instrumentation. No treatment up to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: product ID was provided for four screws however, it is unknown which of the four screws was involved with pain and swelling. Therefore, the screw could be any of the following: 47483502401- 3.5mm cort. Screw 24mm lng s- 63484763. UDI: (B)(4). Manufacturing date: oct 3, 2016. Expiration date: sep 30, 2026. 47483501201 - 3.5mm cort. Screw 12mm lng s- 65271195. UDI: (B)(4). Manufacturing date: apr 3, 2022. Expiration date: feb 9, 2032. 47483501201 - 3.5mm cort. Screw 12mm lng s- 63900006. UDI: (B)(4). Manufacturing date: apr 3, 2022. Expiration date: feb 9, 2032. 47483501201 - 3.5mm cort. Screw 12mm lng s - 64868698. UDI: (B)(4). Manufacturing date: apr 3, 2022. Expiration date: feb 9, 2032. 47483501401 - 3.5mm cort. Screw 14mm lng s - 65271204. UDI: (B)(4). Manufacturing date: apr 3, 2022. Expiration date: feb 9, 2032. D10: item # 47483501201, 3.5mm cort. Screw 12mm lng s, lot # 65271195. Item # 47483501201, 3.5mm cort. Screw 12mm lng s, lot # 63900006. Item # 47483501201, 3.5mm cort. Screw 12mm lng s, lot # 64868698. Item # 47483501401, 3.5mm cort. Screw 14mm lng s, lot # 65271204. Item # 47494500903, semi-tubular plate 9 holes 151 mm length, lot # unknown.

Event description:
No further event information available at the time of this report.